Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device received with cracked battery tube thread and cracked case battery tube noted.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and crack on battery compartment and lip ring. Customer's blood glucose level was unknown. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.